Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The device underwent functional testing for signs of function and pressure failure. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The reported customer complaint was unable to be confirmed.

Event description:
Information was received that a smiths medical infusion pump had failed volume delivery accuracy test. No patient advere effects reported.